Event description:
It is reported that the pt was revised due to high ion levels and an abnormal looking x-ray.

Manufacturer narrative:
This report was previously submitted under 1822565-2012-02597. The returned photos show that the stem in question was part of a mom hip implant construction. This type of failure has been investigated in the past, which found that there is a possibility of a higher than expected metal ion release due to the assembly process. This cannot be confirmed as the root cause as the stem in question was a cemented style stem that is also made from cocr that also could have added to the increase in ion levels. Without the implant being returned the amount of wear cannot be determined for the stem's involvement in the high ion levels. Cause cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.